Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer blood glucose was unknown. The customers father also stated that this was the second occurrence of hardware low level failures. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio volume functioned properly. Hardware low level failures confirmed in the pump history due to broken trace on keypad assembly.